Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the isi representative informed they were in the room. The instrument was working for the first of the case normally, then suddenly would not be accepted on a system arm. They had the fa try all of the tricks such as taking off the sterile adapter, reseating it, and placing it on a new system arm, etc. The instrument was not being accepted by a system arm. This did not affect the patient and they were able to continue on with the case with the one clip applier they had been using as well.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier worked in the beginning, but it stopped working in the middle of the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned after swapping to a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. As a result, the instrument could not operate properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.